Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. The transmitter was in use past 90 days. Customer was instructed to use a new transmitter. No additional patient or event information was available.